Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient suffered a cardiac perforation. The right ventricular (rv) lead perforated the septum wall and entered the left ventricle. The physician stated that the case involved an elderly patient having vulnerable a myocardium. The delivery catheter was advanced to the vicinity of the hinge region and the catheter was pushed against the septal wall beyond necessity, and it possibly resulted in perforation through the ventricular septum by the lead. The lead was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.